Event description:
On 04/29/2008, the pt reported that she had shoulder surgery on six days earlier, and noticed that her infusion device was not accurately delivering insulin. She was released from the hospital after a "couple" of days and experienced elevated blood glucose. She performed correction boluses but her blood glucose did not decrease. She stated that to troubleshoot she changed the insulin cartridge and infusion set and her blood glucose remained elevated. She stated that she also performed a disconnected bolus and the flow of insulin from the end of the infusion tubing was inconsistent. On two days prior to original date, she went to the emergency room with blood glucose levels of 400 mg/dl. When she arrived at the hospital, she was disconnected from the infusion device and treated with an insulin IV. She was released on original date. She then switched to her backup infusion device and her blood glucose returned to normal (80-120 mg/dl). Upon follow up on the next day, the pt reported that on original date her blood glucose was elevated to 235-375 mg/dl while connected to her backup infusion device. She stated she had only eaten almonds. On the next day, she contacted her endocrinologist and he advised her to set a temporary basal rate increase and to correct elevated blood glucose with injection therapy. The pt set a temporary basal rate increase of 200% and she injected 15 units of insulin. Two hrs later, the pt's blood glucose measured 200 mg/dl and she felt nauseated and thirsty. The pt is taking pain medication and muscle relaxants. To troubleshoot the pt performed a disconnected bolus and insulin dripped consistently from the infusion tubing. There were no leaks in the system. The infusion device was replaced. Upon further follow up on the following month, the pt reported that she began use of the replacement infusion device and her blood glucose returned to normal. She stated that she continues to work with her medical professional to properly adjust her basal rates. Product was requested to be returned for eval.